Event description:
After additional review, it was reported that the patient programmer was not working properly. The programmer turns on but the programmer does not give the patient "the charger number".

Event description:
A power-on-reset (por) condition was reported. A "call your doctor" icon was being displayed on the patient programmer and the patient was unable to adjust stimulation. It was later reported that the patient's healthcare provider (hcp) had been informed of the situation and an attempt was being made to schedule an appointment with a manufacturer's representative to have the por cleared. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3889-28, lot# v214281, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).